Event description:
It was reported that there was a slow impedance increase on the right ventricular lead, ultimately resulting in high impedance. The patient further reported that the lead was one of the bad ones. During lead replacement, the lead extraction was difficult, but the lead was explanted and replaced. It was also reported that the atrial lead was explanted and replaced due to the difficult rv lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned in segments, analyzed, and the defibrillator conductor was fractured. It was also noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the inner insulation was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. (B)(4) partial lead was returned in segments and no anomalies were found. However, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.